Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/30/2024. An investigation was conducted on 01/31/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire and gray silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The cold jaw was returned separately from the harvesting device and was observed to be snapped off from the base of the jaw. Based on the returned condition of the device and results of the investigation, the reported failure "break; jaw" was confirmed. The lot # 3000362671 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
He hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 the whole jaw broke off inside the patient. Jaw was retrieved with a debachy instrument at insertion site. New device was used to complete the case. No delay. No harm to patient.